Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pulse oximetry monitoring device displayed a flat plethysmographic waveform with intermittent signal quality indicators despite an oxygen saturation reading of 100%. The initial sensor was applied over the thumb joint, which may have contributed to poor signal acquisition. Troubleshooting included relocating the sensor to the index finger, resulting in no reading initially, followed by low saturation values in the mid-80% range with a dampened waveform. A different sensor type was then applied to the ring finger, producing an improved but still dampened waveform, saturation readings in the mid-90% range, and low perfusion values (0.2¿0.3). When connected to an alternate monitoring platform using the same sensor and placement, the waveform quality improved further with saturation readings remaining in the mid-90% range. It was also noted that staff education opportunities existed regarding proper site preparation, including cleaning and drying the application site and secure sensor wrapping techniques, as well as awareness of alternative sensor options. There was no patient injury.